Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with a product pouch. The batch number on the returned packaging matched the reported batch number. The balloon was tightly folded. The hypotube separation was 82cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were multiple hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported during an angioplasty procedure, shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was selected to treat the lesion. While the device was advanced slowly into an unspecified guide catheter, the shaft broke. The device was removed intact. The procedure was completed with another of the same device. No complications were reported and patient's status is okay.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported during an angioplasty procedure, shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was selected to treat the lesion. While the device was advanced slowly into an unspecified guide catheter, the shaft broke. The device was removed intact. The procedure was completed with another of the same device. No complications were reported and patient's status is okay.